Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Revision op notes noted that the femoral head could not be dislodged from the femoral component. The removal of both the femoral head and stem led to a femoral fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown stem, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-11548-1.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty and was revised due to pain, metallosis, elevated metal ion levels, and pseudo tumor. During the revision, while extracting the head and stem, the lesser and greater trochanter fractured. Cavitary defects had been noted in the greater trochanter. Plate and screws were used to reduce the fracture.